Manufacturer narrative:
The device was not returned to stryker. The customer will be provided with a replacement lid.

Event description:
The customer contacted stryker to report that their device lid was missing its magnet. In this state, the device would not detect the lid being opened, and the user may need to manually power on the device and a delay in defibrillation may occur. There was no patient use associated with the reported event.